Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three bent cannula events on (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. Patients went to emergency room (ER) for 6 hours due to hyperglycemia. The event occurred within three hours of insertion. The blood glucose level was 491 mg/dl at the time of event and the patient got treated with fluids of saline and insulin. Insertion site was abdomen. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-15122. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012355, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 02-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6012355. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012355 was manufactured according to the work instruction (wi) version 30 and manufactured in the inset line 30li on 20-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.